Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin continued to drip after the motor stopped during the manual prime. The blood glucose reading was 43 mg/dl. The customer treated with juice and brought the blood glucose up to 208 mg/dl. The customer was unable to continue troubleshooting and stated that she would call back. The insulin pump was not replaced or returned.